Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
Per unofficial legal claim cover letter and implant op report: on (B)(6) 2008 patient underwent an abdominal hysterectomy, sacral cervicopexy with "bard monofilament braided polypropylene mesh"(unknown davol flat) and placement of on-q pain pump. Of note a non-bard/davol adhesion barrier was also placed during the procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.